Event description:
The tip of the screwdriver broke off just after the lock screw was fixed. Unfortunately it stuck into the screw and it was not possible to remove the piece which remained into the pt.